Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5054-58 lead implanted: 2009-(B)(6).

Event description:
It was reported that the device was explanted and replaced due to short battery life. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed low resistance due to device tantalum capacitor shorting.